Event description:
It was a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered complete heart block requiring surgical intervention. Reporter provides the following information: adverse event involving a patient: complete heart block post avnrt ablation. We observed va prolongation for 1 second during ablation of the slow pathway at a maximum power of 35w. Ablation stopped immediately within this short period. Patient went into complete heart block within a few seconds of stoppage, which started recovering a few hours into 3:1 and then 2:1 av nodal conduction. Patient left the lab with a temporary pacer wire. No system errors observed throughout the case. No erratic behavior from the catheters reported by the end user. There was surgery delayed due to the reported event of approximately 240 minutes. Action taken when event occurred: steroids were administered to the patient. Pacing from the ventricle until seeing a junctional escape beat. This junctional escape beat recovered into a 2:1 conduction. Temporary pacer wire placed as backup to protect the patient from heart block. Procedure was not successfully completed. The structural integrity of the catheters was maintained throughout the case and played no role in the adverse event itself. Patient consequence was a complete heart block, follow by recovery to 2:1 av nodal conduction. Medical intervention required: temporary pacer lead inserted. Patient not part of a clinical study. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-apr-2023, bwi received additional information regarding the event. Physician¿s opinion on the cause of this adverse event - procedure svt ablation ¿ avnrt ¿ ablating at very close proximity to the av node. Patient presented with a normal heart. Outcome: patient went into complete heart block then improved to 2:1 conduction but normal av node conduction was never restored. Patient did require extended hospitalization because of the adverse event in order to monitor his av nodal conduction. Relevant tests/laboratory data ECG performed after the case; permanent pacemaker installed afterwards. Generator information. Make, model, serial number stockert smartablate, s/n:(B)(6) a manufacturing record evaluation was performed for the finished device 30952899m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).